Event description:
It was reported that a pt was on a go bed ii, and the alarm was allegedly set. It is alleged that the pt got out of the bed without the alarm sounding and when he reached the door, fell and broke his hip. The stryker service tech checked the unit on 11/09/2007 and could not find anything wrong with it.